Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.the suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer alleged when inserting the biopsy needle into the coaxial needle, there was resistance and a grinding sound during insertion, so the coaxial needle was replaced with a different product. The procedure was completed without issue. There were no patient complications.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to function as expected. The root cause of the reported defect could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.